Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an endoscopic retrograde cholangiopancreatography (ercp) performed in 2009. According to the complainant, during the procedure, the band fell off the varicosity. The pt was re-scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.